Manufacturer narrative:
Imdrf device code a090402 captures the reportable event of failure to deliver energy.

Event description:
It was reported to boston scientific that a captivator snare was used in an unknown anatomy location for a polypectomy procedure performed on (B)(6) 2026. During the procedure the snare failed to deliver energy. Procedure was completed with another of the same device. There were no patient complications as a result of this event.